Event description:
The customer stated she was fine when she went to bed, but woke up in the hospital the next morning. She stated she was unconscious because her blood glucose dropped to 47mg/dl. It was not stated if the reading was from the contour next link or hospital. She was given injections to treat hypoglycemia. A new meter was sent to the customer.